Event description:
It was reported that after applying a new freestyle libre 3 plus sensor, the sensor failed to pair with the ilet and an alert indicated pairing failure; rescanning showed the sensor had already been started, and the user manually entered a fingerstick blood glucose of 234 mg/dl, with plans to replace the sensor if readings did not resume. Symptoms included hyperglycemia. Outcomes included a delay to therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability issue characterized as intermittent communication failure, with the device component involvement identified as the antenna within the electrical and magnetic domain. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.